Manufacturer narrative:
Ivus confirmed that the patient had a previously implanted non-medtronic stent with in-stent restenosis (isr). The resolute onyx stent was intended to treat the region proximal to the previous stent and in the proximal stent with isr. The inflation device remained on neutral pressure during delivery of the device. More than half of the resolute onyx was protruding into the aorta. No attempt was made to inflate the stent. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis summary: the snare was loaded in the guide catheter and the dislodged stent was attached to the snare. Deformation was evident to the dislodged stent. Crimp impressions were visible on the exposed balloon surface. The balloon folds were partially expanded. There was no deformation evident to the distal tip. The inner lumen could not be verified with a 0.015 inch mandrel most likely due to hardened blood in the guidewire lumen. There was no other damage evident to the remainder of the delivery system. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute onyx rx coronary drug eluting stent to treat a non tortuous, moderately calcified lesion exhibiting 95% stenosis located in the ostium left main (lm) coronary artery- proximal left anterior descending (lad) artery. It was indicated that the patient had a previously implanted stent with in-stent restenosis. The device was inspected with no issues noted. Negative prep was not performed. The lesion was pre-dilated. Resistance was encountered when advancing the device however excessive force was not used. It is indicated that the stent became caught on a previously implanted stent. It was reported that stent dislodgement occurred during removal following a failed delivery. It was indicated that the lm was at a difficult angle. An attempt was made to remove the dislodged stent with a snare which failed. A second attempt was made using another type of snare which successfully removed the dislodged stent from the artery into the guide and removed from the patient's body. The patient was reported to be alive with no further injury.